Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. The set was visually inspected for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed. Functional testing was performed and drops of blue dyed water were observed to be flowing out of the filter¿s vent, confirming that the filter must be defected. The root cause of the leak from the filter vent was due to a damaged filter. The origin of the damaged filter was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at filter of an IV tubing set during a tpn infusion. There is no report of patient harm and no additional details are available.